Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with infection and erosion. Surgical intervention was performed to explant the device. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff and pump did not show any signs of abnormalities and passed the testing performed. The balloon did not pass leak testing and, when visually inspected, a pinhole was found in the kink resistant tubing (krt) proximal to the strain relief junction, consistent with fatigue. The erosion and infection are documented in the product labeling as known inherent risks. Based on the information available, the hole identified during analysis could contribute to the product functionality.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with infection and erosion. Surgical intervention was performed to explant the device. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.